Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 last night. The patient stated he called his dialysis nurse about the error. Gts explained that a large amount of air had entered into the disposable set. Gts asked the patient if they turned the hc on after turning it off and the patient said yes. Gts asked what the display read and the patient said "weight". Gts had the patient press "stop" and the hc went to the "press go to start" prompt. Gts then had the patient cycle power back to the "weight" prompt. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. The lot number is unknown therefore a batch review was not performed. The root cause investigation is in progress through (B)(4).